Event description:
Crossvent IV - ventilator stopped ventilating patient while enroute to receiving facility. Ventilator settings. Battery strength indicated 75%. Oxygen and ventilator settings confirmed. Approximately 15-20 seconds after this was noted, the screen went blank with black lines appearing in a horizontal pattern, there was also a rapid sounding alarm. The pt was immediately ventilated with a bvm at 100% oxygen. The ventilator was powered down for 2 minutes and then turned back on. The screen reappeared and the vent was cycling again. The pt was placed back on the ventilator and functioned for 2-3 minutes. After this short period of time, the ventilator repeated the same problem, stopped ventilating and then horizontal lines appeared on the screen with a rapid audible alarm. The pt was ventilated with a bvm for the remainder of the flight.